Event description:
A balloon developed a pin-hole leak on the first inflation at approx two atms during an anrteriovenous hemodialysis fistula graft dilatation procedure. Another balloon catheter was used to successfully complete the procedure without pt complications. The device was received, evaluated and retained by this MFR. The engineering evaluation indicated the shaft under the balloon was bowed. A kink was noted under the balloon 3mm proximal to the distal to marker. Pressure check revealed a leak. Microscopic examination revealed a pin-hole leak 15mm distal to the proximal ro marker. Scratches were noted on the balloon surface. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation theough plaque or calcification. This device displayed characteristic consistent with overpressurization, a bowed shaft under the balloon, as well as contact with a sharp external source, scratches on the balloon surgace. Co believes the above factors contributed to this event and does not attribute it to the device. Cirections for use state: "if loss of pressure within the balloon occurs durin inflation of if balloon ruptures during dilatation, immediately discontinue the procedure. Defalte the balloon. Do not reinflate and remove carefully."